Manufacturer narrative:
H11: country of origin is india (in). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign consumer (for, con) via a manufacturer representative (rep) regarding a patient receiving in trathecal baclofen 500 mcg/ml via an implantable pump. It was reported that there was 4-5 ml of baclofen being left out in the pump when the patient was going for follow-up refilling. While the pump low reservoir alarm was set to 2 ml, but still as per the patient, whenever refilling was being done, there was always 4-5 ml baclofen remaining in the pump. Diagnostics/troubleshooting performed included the entire pump being flushed during the refilling and a new refilling was done. The issue was not resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The date of the pump refill in which a volume discrepancy occurred was (B)(6) 2025, and the volume filled and programmed volume were both 40 ml.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign consumer via a company representative. Regarding what symptoms the patient experienced related to volume discrepancy, it was indicated that this was not applicable. Regarding the volume discrepancy, the specific actual residual volume and specific expected volume, cause of the volume discrepancy, and status of the device were indicated as not applicable (unknown). No further information was obtained.